Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include conjunctival erosion as a known complication. No serial number was provided for review of production lot documentation. No device available for evaluation. No issues could be confirmed.

Event description:
Surgeon has used clearpath for 3 years with the same technique. He's had to explant 3 over the past 6 months secondary to erosion.